Event description:
It was reported that the luer connector on a cartridge cracked while installed, and the patient removed the broken connector with pliers and installed a new one without impact to blood glucose. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention and no alarms. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a mechanical break of the luer connector. It was concluded that the event involved a component break without patient injury or glucose excursion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.